Manufacturer narrative:
Contact office correction: (B)(4). Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer reported that the problem could not be duplicated and the device was returned to service without further issue.

Event description:
The customer reports an unspecified error code displayed on unit accompanied by a system shutdown. The customer reported that the device was in use on patient, but the customer reported that there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the device was in use on patient, but the customer reported that there was no patient harm.